Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the ramus branch artery and a 3.0 x 18 mm xience v stent was implanted. One day post procedure, the patient experienced chest pain. Cardiac enzymes were elevated. A non q-wave myocardial infarction was diagnosed. Coronary angiography revealed thrombosis in the stent. Medications were administered and ischemia driven revascularization was performed with a non-abbott stent placed. In (B)(6) 2008, the patient again experienced chest pain and sublingual nitroglycerin was administered. The pain resolved. In (B)(6) 2009, the patient experienced chest pain and shortness of breath. Diagnostic coronary angiography was performed, nuclear exercise treadmill testing was positive and no revascularization was performed. On (B)(6) 2012, the patient experienced chest pain and shortness of breath. Coronary angiography was performed which revealed 100% stenosis of the xience v stent implanted in the ramus. The patient's troponin I levels were elevated and a functional stress test was positive. Ischemia-driven revascularization was performed, with implantation of a xience prime stent. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, myocardial infarction, thrombosis, and restenosis as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.